Manufacturer narrative:
B3: day of event unknown. H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump displayed ec 45986. There was no patient involvement reported.

Manufacturer narrative:
D9: 6/3/2025. One device was received for evaluation. A review of the event history log was able to verify the reported problem. The downstream occlusion (dso) sensor and upstream occlusion sensor were calibrated, and the dso seal was replaced as a preventative measure. The device passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.